Event description:
It was reported; the subject device had an e315 error. The issue was found during set up and inspection for use, before patient in the room. There were no reports of patient involvement.

Manufacturer narrative:
E1 - phone number (complete): (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Update to d4, d8, g3, h2, h3 and h4.

Event description:
No additional information from customer.